Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had recurring power error detected alarm. Customer stated that they were able to clear the alarm. Customer stated that they were able to rewind insulin pump. Customer stated that the power error detected recurred within a week of troubleshooting of previous occurrence. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged pump error 25 on(B)(6)2021. The test p-cap does not lock properly in place in the reservoir compartment noted. Device was received with a missing display window cover, scratched lcd window, scratched case, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. Device failed the sleep current measurement test and active current measurement test due to moisture ingress on battery tube. Successfully downloaded history files and traces using thus software. Pump error 25 was found in history file on event date (B)(6)2021 16:00:00.000.(B)(6)2021 20:00:00.000. Device was also received with intermittent button response due to moisture damage on keypad assembly. Device was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, force sensor, motor and battery tube assembly noted. In summary, customer alleged pump error 25 confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.